Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('partial embedded segment of stretched bent and coiled silver metal wire') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included polyp of corpus uteri and uterine leiomyoma. On (B)(6), the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding),"), intermenstrual bleeding ("metrorrhagia (bleeding between (b/w)"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss,"), tooth disorder ("dental problems"), headache ("headaches,"), nausea ("nausea,") and nervous system disorder ("nuero condit/problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (lap bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the embedded device, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, intermenstrual bleeding, dermatitis allergic, psychological trauma, vaginal infection, vaginal discharge, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea and nervous system disorder outcome was unknown. The reporter considered abdominal pain, alopecia, dermatitis allergic, dysmenorrhoea, dyspareunia, embedded device, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2007. She received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between (b/w), allergy: rash/skin condition, vaginal infection, vaginal discharge, she received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device embedded. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('partial embedded segment of stretched bent and coiled silver metal wire') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included polyp of corpus uteri and uterine leiomyoma. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding),"), intermenstrual bleeding ("metrorrhagia (bleeding between (b/w)"), genital haemorrhage (seriousness criterion medically significant), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss,"), tooth disorder ("dental problems"), headache ("headaches,"), nausea ("nausea,") and nervous system disorder ("nuero condit/problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (lap bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the embedded device, pelvic pain, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, intermenstrual bleeding, genital haemorrhage, dermatitis allergic, psychological trauma, vaginal infection, vaginal discharge, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea and nervous system disorder outcome was unknown. The reporter considered abdominal pain, alopecia, dermatitis allergic, dysmenorrhoea, dyspareunia, embedded device, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2007 she received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between (b/w), allergy: rash/skin condition, vaginal infection, vaginal discharge, she received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device embedded. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Event added: partial embedded segment of stretched bent and coiled silver metal wire. Reporter and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain ("pelvic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding),"), intermenstrual bleeding ("metrorrhagia (bleeding between (b/w)"), genital haemorrhage (seriousness criterion medically significant), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss,"), tooth disorder ("dental problems"), headache ("headaches,"), nausea ("nausea,") and nervous system disorder ("nuero condit/problems") and was found to have hormone level abnormal ("hormonal changes"). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, intermenstrual bleeding, genital haemorrhage, dermatitis allergic, psychological trauma, vaginal infection, vaginal discharge, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea and nervous system disorder outcome was unknown. The reporter considered abdominal pain, alopecia, dermatitis allergic, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion - (B)(6) 2007. She received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/ abdominal, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between (b/w), allergy: rash/ skin condition, vaginal infection, vaginal discharge, she received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received-new reporter, insertion details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.